Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instrument clips not firing properly with two clips coming out at a time. Another instrument was used to complete the case. There was no consequence to the pt.